Manufacturer narrative:
Device evaluated by manufacturer: the wolverine device returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The visual and tactile inspection showed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential v-shaped teat in the mid-section of the balloon. Damage was identified on multiple blades. Blade 1 had less than a 1mm portion of blade detachment at the distal end of the distal segment with no pad damage. Blade 2 had less than 1mm of blade detachment at the distal end of the middle segment and 2mm of the distal section of the distal segment detached with no pad damage. Blades 3 and 4 had no damage to either the blades or blade pads. Tip showed no signs of tip damage. The allegation of blade damage in the complaint is confirmed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the blade was damaged. The 80% stenosed target lesion was located in the non-tortuous and severely calcified circumflex artery (cx). A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). Difficulty was encountered while attempting to cross the lesion. After balloon inflation, one of the atherectomy blades was found to be damaged. The procedure was completed with another of the same device. There was no patient complications.

Event description:
It was reported that the blade was damaged. The 80% stenosed target lesion was located in the non-tortuous and severely calcified circumflex artery (cx). A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). Difficulty was encountered while attempting to cross the lesion. After balloon inflation, one of the atherectomy blades was found to be damaged. The procedure was completed with another of the same device. There was no patient complications.